Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed no evidence of pump reboots to support power loss. The battery compartment was observed to be cracked at the threads, and the battery cap threads were stripped. During testing, the battery cap did not secure properly to the pump in order to maintain power, and a power loss was duplicated. The pump was exercised for 24 hours with a test cap with no power interruptions.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the pump battery compartment was cracked and that the pump lost power once when it was dropped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.